Event description:
Customer stated that pump has not been beeping. Ran self test, pump vibrated not did not beep. Customer stated that the pump stopped beeping a month ago. Also stated the pump is not on low battery.